Event description:
It was reported that the patient¿s right ventricular lead exhibited sudden and intermittent drop in impedance after a generator change. The lead was explanted via leaser lead extraction and replaced, on an unknown date. The patient was doing well post procedure.